Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that there was power on reset (por) seen. The patient reported that her ins had died and a manufacturer¿s representative (rep) came out to the healthcare provider¿s (hcp) office this week and told the patient how to restart it. The patient reported that she charged the ins but was not able to turn the ins on. The patient reported that the recharger showed a warning por screen. The patient then used the patient programmer (pp) and the pp showed an informational por. The patient was assisted in using the pp to clear the por. The patient was successful in clearing the por and reported that therapy was then adequate after turning the therapy back on. No further complications were reported.